Event description:
Caller reported an error with the continuous glucose monitor displaying error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, after which the issue was resolved, and the caller successfully commenced their sensor session without further errors.